Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements and a decrease in intrinsic sensing. A chest x-ray confirmed the lead had a micro-dislodgement. The shock impedance measurement was also greater than 200 ohms, but it was determined the configuration was incorrectly programmed to triad with this single coil lead. The configuration was changed and the impedance returned to a normal value. One week later a revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.